Event description:
It was reported that following a CT scan showing fragmentation with protrusion towards skin, the patient underwent a procedure to replace the current mesh with a new composix kugel. It was reported that the ring was broken in several fragments.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.